Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature), expected 6 actual 29 degrees. Per follow up information received via phone on 04nov2024, it was reported that the biomed had spoken with technical support. The chiller was not dropping temperature t4 was 28.4 degrees, biomed drained the left drain port and said that they got over half a liter of water from there. The chiller was replaced onsite, and this resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was failed chiller unit. The biomed had the arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature), expected 6 actual 29 degrees. Per follow up information received via phone on 04nov2024, it was reported that the biomed had spoken with technical support. The chiller was not dropping temperature t4 was 28.4 degrees, biomed drained the left drain port and said that they got over half a liter of water from there. The chiller was replaced onsite, and this resolved the issue. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature), expected 6 actual 29 degrees. Per follow up information received via phone on 04nov2024, it was reported that the biomed had spoken with technical support. The chiller was not dropping temperature t4 was 28.4 degrees, biomed drained the left drain port and said that they got over half a liter of water from there. The chiller was replaced onsite, and this resolved the issue.